Manufacturer narrative:
Part 03.037.028, lot 9345778: manufacturing site: (B)(4). Release to warehouse date: may 21, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: visual inspection of the complaint device showed the shaft broke at the first link. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the shaft has broken at the first link. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was setting the set screw during a proximal femoral nailing system (tfna) case when the screwdriver cracked near the handle of the screwdriver, the surgeon then switched to using the 5.0 hex shaft and wrench to finish setting the set screw. Action taken when the event occurred used the 5.0 hex shaft and wrench. There was a surgical delay of two minutes. The procedure was successfully completed. The patient outcome was unknown. During the investigation it was noted, the shaft broke at the first link. This report is for a screwdriver. This is report 1 of 1 for (B)(4).